Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z463h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? No further information is available. What was used to complete the procedure? No further information is available. Procedure name? No further information is available.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2001 and suture was used. During the procedure, the needle broke at the swage part. No adverse patient consequences were reported. Additional information was requested.